Event description:
It was reported that oversensing of noise was observed on right ventricular (rv) lead. It was noted that the rv lead oversensing of noise was suspected to be myopotentials, muscular noise, or originating from the outside/implantable cardioverter defibrillator (ICD) electromagnetic interference. It was indicated that the rv lead oversensing inhibited atrial pacing, and the patient experienced a short pause. It was noted that elevated sensing integrity counter (sic) was later noted on the same day that the ICD triggered a diagnostic electrical reset which further suggested emi. The rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. Analysis of the device memory indicated a partial electrical reset occurred. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that oversensing of noise was observed on right ventricular (rv) lead. The rv lead remains in use. No patient compli cations have been reported as a result of this event. (B)(6) 2026: it was further reported that the rv lead oversensing of noise was suspected to be myopotentials, muscular noise, or originating from the outside/implantable cardioverter defibrillator (ICD) electromagnetic interference. It was indicated that the rv lead oversensing inhibited atrial pacing, and the patient experienced a short pause. It was noted that elevated sensing integrity counter (sic) was later noted on the same day that the ICD triggered a diagnostic electrical reset which further suggested emi. The ICD remains in use. No further patient complications have been reported as a result of this event.